Event description:
Revision surgery - due to the patient having a fall that caused the turon head to separate from the stem/hemi adaptor.

Manufacturer narrative:
The reason for this revision surgery was due to the turon head separating from the stem/hemi adaptor. The in-vivo length of patient service for the implant was 1.4 years. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was a significant adverse event to the patient. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing of this part. All critical dimensions, design criteria and specifications in effect at the time the part was manufactured were met. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. This event is deemed as non-product related. The root cause for this event was the patient fell and caused a separation of the stem and head. The scope of this investigation is limited without having the explanted parts available to djo surgical for evaluation. Other conditions relating to this event could not be determined with confidence. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.